Event description:
During the bypass procedure, the surgical team noticed a gradual drop in the patient's venous oxygen saturation. Using the oxygen-air blender, they attempted to raise the saturation level, but they could not raise the level above 45%. It has since been confirmed that the oxygen-air blender had failed to deliver the specified concentration of oxygen to the patient. There has been no reported patient injury as a result of this event.